Event description:
It was reported that on (B)(6) 2010, the promus stent was implanted. On (B)(6) 2012 the patient presented with a myocardial infarction and recurrent ischemic symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction (mi), as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filing, new information was provided that the 2.5 x 15 mm promus was implanted in the circumflex (cx) artery on (B)(6) 2010. On (B)(6) 2012, the patient was admitted with a myocardial infarction. A new lesion was noted in the right coronary artery. The patient was treated with medication and 2 xience v stents were implanted to treat the new lesion. It was confirmed that the promus stent was widely patent in the cx. No additional information was provided.